Manufacturer narrative:
Investigation summary: three photos displaying loose 5ml syringes were received and evaluated. Two photos displayed the top view of a blister pack from batch 9200384 (p/n 309649) next to a syringe with a single lengthwise black stripe extending halfway up the barrel. One photo displayed a syringe with multiple fiber-like ink spots scattered in the middle of the barrel. Both syringes in the photos were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A review of the device history record was completed for the incident lot and, based on this review, batch 9200384 is considered in compliance with our product specification requirements. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: potential root cause for the missing print and ink spots defects are associated with the marking process. Rationale: no corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found without scale markings during use. The following information was provided by the initial reporter: "during the filling of a transparent gel on 20.03.2020 it was found that some 5ml-bd (approx. 10 syringes out of 100) with the batch lot 9200384 showed clear defects in the external printing. After filling the syringes an "unaesthetic" appearance appeared, at first it looked as if it was in gel black, crimped macro fuzzy. Although there is no danger for the user/patient, the dosage of the preparation in this form is not appropriate"